Manufacturer narrative:
The user reported irritation due to white adhesive patches. According to the user, the symptoms first appeared on (B)(6) 2025. The user's hcp was aware of the event and prescribed user with nystapin for skin irritation.as per dms, user was not using the system since (B)(6) 2026. The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects".

Event description:
Senseonics was made aware of an incident where the user reported irritation due to white adhesive patches. According to the user, the symptoms first appeared on (B)(6) 2025.the user's hcp was aware of the event and prescribed user with nystapin. As per dms, user was not using the system since (B)(6) 2026.